Manufacturer narrative:
The returned valve was not patent. Therefore, all other device testing was precluded. Proteinaceous debris was noted within the interior and exterior of the valve. The instructions for use that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris¿. The lumbar catheter was returned in two pieces measuring approximately 48.5 cm in length each respectively. It met the requirements for patency and leak testing. Proteinaceous debris was noted on the exterior of the catheter. The peritoneal catheter was received in two pieces measuring 58 cm and 28 cm in length respectively. It met the requirements for patency and leak testing. Proteinaceous debris was noted on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that a strata nsc lp shunt was found to be obstructed after implantation. According to the report, during the pre-surgery testing, the valve worked well. Reportedly the setting value was adjusted from 2.5 to 0.5 but that did not solve the problem and the device was explanted. The report stated that there was no injury to the patient.